Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired a staph infection at the ipg site. The patient had small area that would not heal and eventually developed an infection. The patient was hospitalized and was given IV antibiotics. Follow up report indicated that the patient was discharged and the infection has cleared. The patient is recovering and is looking forward to reimplant.